Event description:
It was reported that during the therapy the home patient (hp) had cut the transfer set tubing and all of the solution had drained out. As a result, the hp was empty. The hp went to the clinic where the transfer set had been replaced. In addition, the hp received antibiotics from the nurse, as a precaution. There was patient involvement, however there was no adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was caused by a user error, since the patient had cut the transfer set tubing. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.